Manufacturer narrative:
The pump had unresponsive up buttons due to corroded keypad traces. Unable to perform the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests or verify weak battery or failed battery test alarms due to the unresponsive button. No unexpected numbers ramping/scrolling during testing noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 69 mg/dl. The customer treated with 4 ounces of juice. The customer stated that when he went to enter his carbs, the numbers kept scrolling on the pump. The customer tried to take the battery out and received a weak battery and failed battery test. The customer stated that the buttons were not responding. The customer stated that customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.